Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damage catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. A complete break was observed in the catheter shaft between the 29cm and 30cm depth markings. The break was v-shaped and irregular. Microscopic inspection of the break revealed sharply defined fracture edges. The fracture surfaces exhibited glossy, regularly striated textures. An attempt to infuse water through the distal segment of the catheter using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush and aspirate the sample was comparable to that required for a similar, non-complainant sample. Microscopic inspection of the valve was unremarkable. The valve length was measured and found to be within manufacturing specifications. The valve appeared well-formed and functioned as intended during functional testing. The catheter shaft break features were consistent with damage caused by contact with a sharp, traumatic instrument such as a scalpel. A lot history review (lhr) of redu3073 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after (B)(4) was opened, the water outflowing from the valve was found greater than usual. The valve was suspected of being damaged. The product was not used. (B)(6) 2021: the returned catheter exhibited a complete break.